Event description:
Elderly male status post mvc (motor vehicle crash) and cardiac catheterization via right groin site. Physician inserting icy catheter into patient to initiate targeted temperature management. Upon insertion into the left femoral site, the balloon portion of the catheter was noted to fill with blood. Per the md, this was a sign of a tear in the balloon. The catheter was removed from the patient and a new catheter was inserted without difficulty.